Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for the event. The patient was recovered from the event 32 days after the event onset. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.